Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona trabecular metal tibia catalog # unknown lot # unknown. Unknown femoral component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-02861, 0001822565-2019-02909. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient was experiencing pain and stiffness post operative. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.